Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure, date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What were current symptoms following the index surgical procedure? Onset date? Was reoperation and re-suturing performed? If yes, date of reoperation? What was the appearance of the barbed suture during a reoperation? What was used to re-suture the patient? Did the patient experience an infection? Were there any pre-existing signs/ symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre, intra- or post operation? Were cultures performed? Results? Were there other patient factors that could have contributed to the reported events? Other relevant patient history /concomitant medications lot number? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent anterior hip surgery on an unknown date and barbed suture was used. It was reported that the suture was used on subcutaneous or subcuticular skin closure. The patient experienced wound complications including dehiscence and infection. It was reported that the surgeon opined the suture is breaking and leading to the complications. Additional information has been requested.